Event description:
Pt's blood glucose (bg) was 65 mg/dl at 8.30. Pt was "thick tongued" and "out of it". Same pt read 62 mg/dl at approx 16.00. Pt was very lethargic and unresponsive. Nurse called an ambulance where the pt's bg was 29 mg/dl. Pt was taken to hosp where the pt was given an IV of glucose and then released the same evening.